Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30-degree endoscope; however, failure analysis investigations are still in progress. A follow-up MDR will be submitted the evaluation was completed and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the view on 30-degree endoscope was observed to be reversed. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 30-degree endoscope instrument to perform failure analysis. Failure analysis investigations did not confirm the customer reported complaint. The endoscope was evaluated and placed on a diagnostic tester or equivalent for functional testing. The endoscope was found with an artifact(s) in left eye. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. The endoscope was evaluated and found with a camera instrument adapter defect. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The cable integrated connector exhibited corrosion on the spring fingers. The endoscope was visually inspected and found with minor cut(s) to the cable insulation.

Event description:
Refer to h11 for follow-up information.